Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no further investigation required.

Event description:
It was reported that while attempting to put insulin in the cartridge, leakage occurred in syringe with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that while attempting to put the insulin in the cartridge, the insulin came out of the syringe. Additional information received: customer is new to the pump having received her initial pump training only yesterday. Customer had some difficulties in the beginning understanding how to lock the needle to the syringe and while attempting to put the insulin in the cartridge, the insulin came out of the syringe. Customer decided to use a different cartridge, needle, and syringe it is important to note that this was user error as customer did not lock the needle into the syringe properly. There were no issues with any of the supplies during the load process. Customer was able to fill up the cartridge and resume insulin after going through the fill tubing and cannula fill.